Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope displayed an e01 error (water supply insufficiency error). One minute before the end of the cleaning process. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.